Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the pediatric patient experienced a skin reaction with itching, rash, redness and infection underneath sensor pod area. The patient went to a clinic on (B)(6)2025 and there the nurse cleaned the wound as it was infected with yellow pus. The reaction was treated with a prescription of an oral flucloxacillin (antibiotic) medication. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.